Event description:
It was reported that the customer put in a new sensor yesterday and it was giving wild and inaccurate readings. Customer stated that it is an enlite sensor and he does not have a lot of fat on his abdomen where the sensor was inserted. Customer's blood glucose level was 184 mg/dl. Customer stated that the pump went into threshold suspend around 4 or 5 am but he did not do a fingerstick. When the customer woke up, his blood glucose level was 168 mg/dl. Customer has differences between sensor glucose and blood glucose readings. Customer was advised to upload to carelink and return the sensor for analysis. No further assistance needed.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings.